Event description:
It was reported the pediatric patient had a heart attack when there was a loss of monitoring. The waveforms for this patient were not displayed at the central station for over 20 minutes and, during this time, the patient had a heart attack. During resuscitation, monitoring resumed at the central station. The current status of the patient was critical.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer. The customer reported all curves had disappeared from the central station and it was not just an ECG waveform. It was also confirmed, the central station displayed ¿no monitoring data¿ as the device went offline. A clinical application specialist (cas) and technician examined the logs and took focus on the automatic pause of the alarms of 3 minutes. It was configured in the monitor with the approval of the department at each start-up of the device. According to their first analyses, the behavior of the monitoring showed that the monitor was physically turned off by pressure on the power supply button present on the front of the monitoring at 21:31:56 and at 21:48:18 and turned on with the same procedure at 21:55:26. They also noticed on the patient's traces an asystole alarm at that time.